Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the returned lead had short circuit between coils due to damaged distal insulation. The low impedance and loss of sensing could be verified.

Event description:
It was reported that the atrial lead exhibited an impedance of less than 100 ohms and loss of sensing. The lead was explanted and replaced.